Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited nozzle has foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: -h3 -h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, the material inside the nozzle could not be identified. The event can be detected/prevented by following the instructions for use (IFU) which state: -detection methods are written in instructions for use: gif-260 series operation manual: chapter 3 preparation and inspection. -prevention measures are written in instructions for use: gif-260 series reprocessing manual: chapter 3 cleaning, disinfection, and sterilization procedures. Given the results of the investigation and the condition of the subject device, a definitive root cause for the reported failure mode could not be determined. Olympus will continue to monitor field performance for this device.